Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following an interventional procedure. It was reported that the physician encountered difficulty during device insertion. Adequate mark was not achieved, therefore the physician decided to remove the device. In the attempt to remove the device, it was discovered that the device was "stuck". It was reported that the physician torqued the device in another attempt at removal. Subsequently the device broke at the junction between the sheath and the metal shaft. The pt was taken to surgery for removal of the device. The surgeon reported that the anterior wall of the vessel had moderate damage and was repaired with a vein graft patch. The pt was discharged home the next day and is doing "well". There were no reported adverse pt sequelae.